Event description:
The patient received a scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the patient has stimulation and the patient programmer (pp) communicates. However, the charger will not locate the ipg no matter the placement of the antenna. The charger is fully charged. A replacement charging system was shipped to the patient. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.